Event description:
The customer stated to siemens customer svc engineer that they are intermittently obtaining black or white images when making acquisitions. The run has to be stopped and redone which includes reinjection of contrast. As of today, there has been no fix for this issue and the customer stated this is a pt safety issue. There have been no reported injuries. The date of the event is (B)(6) 2010, but the complaint was not reported to the designated complaint unit until (B)(6) 2010. This issue is under investigation in the siemens factory.